Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion tubing was separated from the headset during the night on two separate occasions. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.